Event description:
The facility's biomedical engineer reported an infusion pump with no downsteam occlusion alarm found during pt use. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event. No additional contact info was provided.